Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician with supplemental information by a nurse from (B)(6) of bacterial peritonitis with culture positive for citrobacter in a patient coincident with extraneal viaflex and physioneal 35 therapies for peritoneal dialysis (pd). On an unreported date, the patient experienced bacterial peritonitis. Treatment, hospitalization, and event outcome were not reported. Action taken with extraneal viaflex and physioneal 35 unknown bag therapies were not reported. The physician considered the event of bacterial peritonitis unrelated to extraneal viaflex and physioneal 35 unknown bag therapies.